Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Repaired shutter motor, minus power wire. Calibrated collimator. Found the shutter indicators not moving with shutters. To complete this service and correct the indicator problem, the collimator will need to be replaced. Order for new collimator will be placed when the customer is ready. With the exception of the collimator indicator, the system was found to be working as intended. Any add'l info will be reported.

Event description:
It was reported that the collimator blades on the 9800 are not working. No pt injury reported.